Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined code 1003 was falsely triggered by a change in the left ventricular output which caused the power to increase enough that the slope of the battery measurements was greater than the threshold, thus causing the alert to be declared inappropriately. False errors were anticipated as part of the device algorithm design. Overall, the device met specification and had incorrectly declared code 1003.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Previously the device's battery was suspected to be prematurely depleting due to high left ventricular lead threshold measurements. At this time, no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported.